Event description:
The user facility reported that prior to a patient procedure their vividimage 4k surgical display was showing lines and turning off. No report of injury.

Manufacturer narrative:
The display subject of the reported event was returned to steris for evaluation. Upon evaluation, it was found that the monitor was not operating properly. To resolve the issue, the monitor was replaced. No additional issues have been reported.